Event description:
A patient reported that the meter would not turn on. This issue was not resolved with troubleshooting. Unable to get any patient or meter serial number information due to the phone call disconnecting. No further information was reported.